Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a knee arthroscopy with acl flexors, the pin passing drill tip broke inside the femoral canal. The surgeon removed the material from inside the portal with the help of straight kelly forceps. The procedure was completed without surgical delay using a smith and nephew back up device. There was no harm to the patient's health. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device outside of its package, bent, and with the tip broken off the device. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported events could not be determined since findings cannot lead to a clear cause of the reported events. Factors that could have contributed to the reported events include an application of excessive or inappropriate force on the device. No containment or corrective actions are recommended at this time.